Event description:
A customer reports electric shock from their abbott diabetes care device. Customer further details, "he feels a sting with the sensor on his arm." There was no report of fire, smoke, or explosion. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports electric shock from their abbott diabetes care device. Customer further details, "he feels a sting with the sensor on his arm." There was no report of fire, smoke, or explosion. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. No evidence of electrical shock was observed. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. An extended investigation was performed. A review of the case history was performed. No burn marks or signs of electric shock were observed. A visual inspection was performed using a digital microscope on the returned sensor. No issues were observed. The data in the initial scan was reviewed and analyzed for any signs of sensor data corruption or glucose reading abnormalities and no issues were observed. The device was brought to a lab bench for testing. An smu (source meter unit) test was performed to check the functionality of the returned puck and check the accuracy of the puck's readings and it was observed that the returned puck moved into state 4, (active paired), indicating that the puck moved to a normal operation mode and was fully functional. The electrical current was measured for the returned puck and the result was observed to be within the specification range. No accuracy issues were present in the puck. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The poise voltage test was performed on the returned sensor using a digital multimeter. An on and off current test were performed on the returned device and the result were within the specification range. The reported complaint issue of "electric shock" was not observed. Functionality testing was performed on the reader and passed with no issues observed. No visual damage was observed to the outside casing or the pcba of the returned sensor. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.